Event description:
It was reported that the patient developed an infection. The device was explanted. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.